Event description:
The customer reported a power fail occurrence. The manufacturers field service engineer confirmed the problem and replaced the power supply. No patient involvement.

Manufacturer narrative:
Date rcvd by MFR: 02/19/2015. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).